Manufacturer narrative:
H.6. Investigation: two photos and six 10ml syringes were received and evaluated. Four of the syringes were loose and two of the syringes were in fully sealed blister packs confirmed to be from batch 9015691 (p/n 302995). It appeared one of the syringes contained more silicone than expected but was still within acceptable limits and the other five syringes contained the normal and expected amount of silicone per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The reported defect was acceptable per product specification in the samples received.

Event description:
It was reported that foreign matter occurred before use with a bd syringe luer-lok¿ tip. The following information was provided by the initial reporter, "it was reported that syringe had foreign matter inside. Per email: some fluid/substance inside syringe barrel - possibly excessive lubricant?" 3 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred before use with a bd syringe luer-lok¿ tip. The following information was provided by the initial reporter, "it was reported that syringe had foreign matter inside. Per email: some fluid/substance inside syringe barrel - possibly excessive lubricant?" 3 occurrences were reported.